Event description:
It was reported that the ilet bionic pancreas generated a restart alarm identified as alert 65 after multiple restarts, and the audible alarm was not sounding as expected, consistent with an audio over/under current condition associated with the speaker/sounder; the user wears a dexcom g7 and had backup therapy available. Symptoms included no clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided. Investigation of this case revealed an electrical or electronic component problem affecting the speaker/sounder that resulted in no audible alarm. It was concluded, based on previously established findings for similar reports, that the cause was traced to a component failure. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.

Manufacturer narrative:
Initial.